Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to confirm e15/a15 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had external flash crc error. Customer¿s blood glucose level was 118 mg/dl. Customer removed battery from the insulin pump for short time and when inserted back it did not work. Numbers started running but without end. The device will be returned for analysis.